Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with failed battery test alert. The blood glucose was unknown at the time of incident. The troubleshooting steps were guide for failed battery test alert. Customer advised to replace the pump and revert to back up plan. The customer caller declined to return of out of warranty pump at this time. The customer will be returned for analysis.